Manufacturer narrative:
Supplemental MDR will be submitted upon completion of the investigation.

Event description:
Clinic reported to technical support that a (B)(6) year-old male patient experienced a burn on the upper-mid back in the spot tested in preparation for laser hair removal with gentlemax pro laser system; system settings were set incorrectly by therapist and the wrong wavelength was used during the treatment. There was a quick skin response with darkening and blisters, and therapist corrected the device setting. Patient was reportedly provided aftercare and sent to a burns unit at hospital for medical treatment. There was no allegation of device alarms or malfunctions. Additional information was solicited.

Manufacturer narrative:
Clinic reported to technical support that a 38 year-old male patient, fitzpatrick skin type v, experienced a burn on the upper-mid back in the spot tested in preparation for laser hair removal with gentlemax pro laser system; as reported, system settings were set incorrectly by therapist and the wrong wavelength was used; treating therapist thought was using the yag 1064nm wavelength (gmax) however the machine was set to the lase 755nm. Patient was treated on a 10/24mm 3ms lase zimmer 5. The gentlemax pro treatment guidelines states the following for skin types IV-vi and tanned skin: pre-treat with prescription strength hydroquinone for at least 2 weeks prior to treatment. Test small area and wait 1-2 weeks prior to treating entire area to evaluate tissue response. Dynamic cooling device (dcd) may need to be adjusted when altering fluence. Do not treat recently tanned skin. Allow tan to fade prior to treatment. Consider the 1064 nm for hair removal treatment on type v-vi skin type. Per the gentlemax pro treatment guidelines, untoward responses include: burning, blistering, scabbing, crusting, hyperpigmentation, hypopigmentation, purpura and/or herpes simplex activation, in rare cases, scarring may result. There was no allegation of device alarms or malfunctions. A review of the device history record and service history did not identify any negative trends on the reported problem. Treatment guidelines for the gentlemax pro were not followed. Therefore, the cause for this event can be traced to the user. The adverse event was caused partially or wholly by the user of the device. Follow up information provided on 02apr2019 states: clinical training has been completed with attention focused on skin types and wavelength suitability.